Event description:
It was reported that during an on-going laparoscopic hand assisted right nephrectomy, the surgeon misidentified the vena cava for the renal vein. The device was fired and stapled across the vena cava; the staples formed only on one side and bleeding occurred on the other side. The pt was opened and a blood transfusion of two units was administered. Additional information was requested.

Manufacturer narrative:
Date sent: 10/05/2009. Info is unavailable; device was not returned for evaluation. Eval summary - the device was not returned for analysis. Complaint info is trended on a regular basis to determine if further investigation is warranted.